Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up when our investigation is completed.

Event description:
Complainant alleged that during biomed testing dhe device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.